Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This pacemaker was returned and analysis was completed.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected. It was thought that the accelerated depletion was based on programming and percent paced. However, data analysis was not performed to confirm the thought. This pacemaker was replaced. No additional adverse patient effects were reported.